Manufacturer narrative:
In response to FDA medwatch report number (B)(4). The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additionally, patient reported via regulatory agency "septic", "multiple infections", "extremely painful inflammation under my breast". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and patient's concern with the product.

Event description:
Patient reported a right side rupture and concern with the product. Device remains implanted.